Event description:
It was reported that the ilet user experienced difficulty deploying the 23-inch teflon 6 mm inset infusion set, with several applicators reportedly breaking during attempts to change supplies, and required guided assistance to replace the infusion set and cartridge, complete a rewind and tubing fill, apply a new set, and resume insulin delivery. No reported adverse clinical effects, and blood glucose reportedly remained in range. Outcomes included successful resumption of insulin therapy without medical intervention or hospitalization. Investigation included troubleshooting and education on correct infusion set deployment, cartridge replacement, and connector attachment. Investigation of this case revealed user handling difficulty with the infusion set applicator and risk of improper connector attachment or set deployment, which was resolved through guided steps and correct reinstallation. It was concluded, based on previously established findings for similar reports, that use error related to infusion set deployment and handling was the most likely cause.